Event description:
It was reported that this left ventricular (lv) lead was an attempted implant as during the procedure, exhibited suboptimal pacing impedance measurements and undersensing despite several repositioning attempts. Consequently, the physician implanted a different lead and the procedure was completed successfully. No adverse patient effects were reported. The attempted lead is expected to be returned for analysis. Additional information was received. The pacing impedance was greater than 3000 ohms and the cause could not be determined during the attempted procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion was performed, and blockage was encountered approximately 850 mm from the terminal lead end, likely due to body fluid. X-ray imaging did not show any conductor anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant as during the procedure, exhibited suboptimal pacing impedance measurements and undersensing despite several repositioning attempts. Consequently, the physician implanted a different lead and the procedure was completed successfully. No adverse patient effects were reported. The attempted lead is expected to be returned for analysis. Additional information was received. The pacing impedance was greater than 3000 ohms and the cause could not be determined during the attempted procedure. The device was returned for analysis.